Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac perforation and pericardial effusion shortly after the implant of a device system. The physician was unsure if the right atrial (ra) lead or the right ventricular (rv) lead was the root cause of the perforation/effusion. The rv lead was explanted and replaced with a passive fixation lead four days after implant. The ra lead remains in use. No further patient complications have been reported as a result of this event.